Manufacturer narrative:
Lens work order search: no similar complaint type events reported for units within the same lot. Claim #: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2; -9.5 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The lens had tore during injection/delivery into the eye. There was patient contact with no patient injury. On the same date the lens was exchanged with a same model/length lens and this resolved the problem. The cause of the event was reported as unknown.